Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use with a pen ndl 32ga 4mm it would jam. The following information was provided by the initial reporter, "hello. I am writing to inform you several times now when I used to my insulin pen with the bd ultra fine nano needle pens and they jam! I showed my doctor, it jams and sometimes after you play with it eventually the insulin shoots out. This has happened a few times with two outcomes. One: I assume the insulin when through so don't push it forward then my blood sugar sky rockets. Or I end up doing my needle and doing it again cuz I assume it didn't go through and it produces a low blood sugar. Two things happen. One when u press the button to inject the insulin it quickly goes to zero with no insulin being realized through the pen. Two. It's completely jammed and I can't move the dial at all. This is very scary and very dangerous. I don't know if you are aware of this malfunction and have received reports of it. But it is very dangerous for a woman suffering with type one diabetes. I used to use bd syringes with no prob."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a pen ndl 32ga 4mm it would jam. The following information was provided by the initial reporter, "hello. I am writing to inform you several times now when I used to my insulin pen with the bd ultra fine nano needle pens and they jam! I showed my doctor, it jams and sometimes after you play with it eventually the insulin shoots out. This has happened a few times with two outcomes. One: I assume the insulin when through so don't push it forward then my blood sugar sky rockets. Or I end up doing my needle and doing it again cuz I assume it didn't go through and it produces a low blood sugar. Two things happen. One when u press the button to inject the insulin it quickly goes to zero with no insulin being realized through the pen. Two. It's completely jammed and I can't move the dial at all. This is very scary and very dangerous. I don't know if you are aware of this malfunction and have received reports of it. But it is very dangerous for a woman suffering with type one diabetes. I used to use bd syringes with no prob."